Event description:
A literature article that described a study that included a retrospective review of 1714 robotic endoscopic cardiac surgeries performed at one single institution between september 2013 and february 2024, outcomes of 550 consecutive patients underwent robotic mitral valve (mv) surgery. Mv repair was performed in 98% of patients with degenerative mitral regurgitation (mr). Concomitant procedures included cox-maze cryoablation in 127 patients, tricuspid valve repair in 54, septal myectomy in 15, totally endoscopic coronary bypass in 6, and aortic valve replacement in 3. Endoaortic balloon occlusion was used in 392 patients, ventricular fibrillatory arrest in 114, and transthoracic aortic clamp in 44. The post-operative outcomes showed there were 396 patients who were extubated within 6 hours of surgery. Nineteen patients required re-intubation, 11 patients experienced unilateral pulmonary edema, and 13 patients experienced acute kidney injury. There were 69 patients that had new episodes of atrial fibrillation and 4 patients experienced stroke. Seventeen patients experienced bleeding that required re-exploration. There was no mention of any da vinci device malfunctioned in the procedures.

Manufacturer narrative:
An investigation could not be performed as the article did not provide any specific information regarding the procedure dates or da vinci system identifiers. There were no device issues documented in the article. Citation: kitahara h, nisivaco s, bhasin r, hamzat I, grady k, balkhy hh. 550 robotic totally endoscopic mitral valve surgeries within a comprehensive robotic cardiac program. Ann thorac surg. 2024 aug 24:s0003-4975(24)00685-4. Doi: 10.1016/j.athoracsur.2024.08.005. Epub ahead of print. Pmid: 39186997. Section a2 age: the mean age of all patients was 63 years (25-89 yrs). Section a3 gender: male - 61%; female - 39%. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The designated author was contacted, and they confirmed that there were no device malfunctions nor complications that were related to the devices.